Manufacturer narrative:
No lot number or sample was available. Without a lot number, a review of manufacturing records cannot be completed. Review of product complaints found no emerging trends. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Retained by facility.

Event description:
It was reported that patient had previous fusion at c4-5 and c6-7. Acdf was performed at c5-6 which resulted in a pseudarthrosis at c5-6. Nonunion of this previous fusion caused the patient to seek medical treatment. Films were taken and the broken screw at c6 was discovered. The screw was explanted and a corpectomy was performed at the level of the broken screw.